Manufacturer narrative:
On 28-apr-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation for treatment of (pvc) premature ventricular contraction with a qdot micro¿ catheter, and the patient experienced heart block treated with a pacemaker device. During ablation, they saw the heart block on (egm) electrogram and the medical team immediately stopped ablation. The medical intervention provided to the patient was a pacemaker device. The patient was reported to be in stable condition. The physician thought he was in a safe area and did not know what may have caused the injury. Before the procedure, the medical team informed the physician that using qdot catheter are off label use for ventricular procedures, information that the physician acknowledged. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31523576l and no internal actions related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The user error issue was confirmed due that during the procedure they informed the physician that using the catheter are off label use for ventricular procedures and the physician said they were aware of this information, however, they use the device. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Do not use this catheter if the patient has had a ventriculotomy or atriotomy within the preceding twelve weeks because the recent surgery may increase the risk of perforation; exercise extreme caution during ablation when in close proximity to atrial or ventricular permanent leads as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 21-may-2025, it was identified that additional information was mistakenly omitted from the previous supplemental report. The correction is as follows: on 2-may-2025, bwi received information indicating (and reiterating) that it was not confirmed if the patient required extended hospitalization. Patient did not go back to sinus rhythm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation for treatment of (pvc) premature ventricular contraction with a qdot micro¿ catheter, and the patient experienced heart block treated with a pacemaker device. During ablation, they saw the heart block on (egm) electrogram and the medical team immediately stopped ablation. The medical intervention provided to the patient was a pacemaker device. The patient was reported to be in stable condition. The physician thought he was in a safe area and did not know what may have caused the injury. Before the procedure, the medical team informed the physician that using qdot catheter are off label use for ventricular procedures, information that the physician acknowledged. Since the patient underwent an unplanned pacemaker implantation, it was suspected that an extended hospitalization occurred. However, the medical team was unable to completely confirm this. The patient fully recovered.